Event description:
A customer in (B)(6) notified biomérieux of misidentification results when testing two isolates with the vitek ® ms instrument. The two isolates were obtained from the same patient urine sample. The customer stated the urine culture contained mixed flora, growing white and pink colonies. An isolate of each color colony was tested. The vitek ms instrument obtained the following results: lab ID (B)(6) (pink colonies) = single choice to escherichia coli. Lab ID (B)(6) (white colonies) = single choice to corynebacterium diphtheriae. The customer sent the white colony isolate to be tested by pcr, which excluded a corynebacterium of the diphtheriae complex as a potential identification. Retesting provided multiple identification results including single choice to arthrobacter cumminsii as well as no identification results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for a misidentification when testing an isolate from a patient urine sample with the vitek ® ms instrument. The initial identification obtained with the vitek® ms was corynebacterium diptheria. Pcr testing results indicated that the isolate was not corynebacterium diptheria. The customer submitted the isolate to biomérieux for investigational testing. The customer isolate was tested internally with the vitek® ms and all identification results obtained were arthrobacter cumminsii. Analysis of the customer's spot preparation indicated that non-optimal spot preparation may be contributing to the misidentification. Additionally, the previous two fine tunings that were completed were not in conformance with requirements in the service manual. The customer's misidentification results were not reproduced internally. The suspected causes for the misidentification are non-optimal fine tuning and non-optimal spot preparation. Since the misidentification, a new fine tuning was completed and the system is fully operational.